Event description:
The user reported that during a neurological procedure the rotator on the hemostasis valve broke during a hand injection. The user reported four defective devices. No harm or injury was reported. This is one of four reports for this complaint. 1721504-2011-00379, 00380, 00382.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user reported a second lot number, h212178, expiration date: 06/30/2013, device manufacture date: 03/2011. A follow-up report will be submitted when the evaluation has been completed.